Event description:
A report was rec'd through the FDA medwatch medical products reporting program that, a female pt experienced pain and redness in the right eye while using renu with moistureloc multi-purpose solution. She used the product from approximately 06/13/05 to 10/05. In 2005, the patient went to see her physician where she rec'd her contact lenses and was given unspecified medication for her right eye which helped very little. Three months later, the pt presented to the emergency room and subsequently had eye surgery. She was told for months that she had shigella in the right eye. Three months later, she was told she had an amoeba in her eye. She has had four surgeries including a corneal transplant in the right eye. The pt stated she had no vision in the right eye.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.